Event description:
Results of "203 mg/dl and 103 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care rep walked the pt through two consecutive control solution tests and the results fell outside the specified range. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct.